Event description:
Drive devilbiss healthcare is the initial importer of the device which is a folding commode. The commode has not been returned for evaluation. An adverse event has occured without product issue. End-user was transferring from wheelchair to commode when the commode tipped. The end-user fell and hit his head. No stitches required. There was brusing of his stump.